Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. Reason for reoperation: rupture, lump and exchange from textured to smooth breast implants due to the patient¿s concern with the product.

Event description:
Patient reported left side rupture of textured implant, lump and exchange from textured to smooth breast implants due to the patient¿s concern with the product. The device remains implanted.